Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely some leds on the digital bar graph did not illuminate due to an electrical problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited some leds on the digital bar graph of the front panel do not illuminate. There was no patient involvement.